Event description:
It was reported that an increase in left ventricular capture was observed. No patient symptoms were reported. X-ray imaging revealed a small dislodgement. The lead was revised. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).